Event description:
A stereotactic guided biopsy was performed for the area of calcifications located in the right breast at 11 o'clock middle depth. Once the needle was documented to be in the correct location, four specimens were obtained using the mammotome biopsy system. The probe failed to load properly, the tubing kinked causing the error. Several attempts were made to load the probe with an error every time. The probe was completely replaced to continue the case.